Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During the tavr procedure, a 14fr esheath was inserted into the patient without issue. Following balloon aortic valvuloplasty (bav), difficulties were encountered while advancing a 23mm sapien 3 valve and commander delivery system through the sheath. The delivery system was pushed "hard". Due to the advancement difficulties, while pushing the delivery system harder, the guide wire "popped" out of the ventricle. The entire system (sheath, delivery system and valve) was withdrawn. A new sheath, delivery system and valve were prepared. The second sheath was inserted into the patient without difficulty. Some difficulties were still encountered with the second delivery system and valve, but the physician did not have to push the second delivery system as hard as the first system. The sapien 3 valve was successfully positioned and deployed. Following the removal of the sheath, a dissection in the iliac artery was observed. The dissection was ballooned and a stent was placed. No damage was noted on the sheath tip. The procedure was completed and the patient was transferred in stable condition. The access vessel minimum luminal diameter (mld) measured 5.8mm with mild calcification and moderate tortuosity reported. It was speculated that the iliac artery dissection may have been caused by the resistance encountered while attempting to advance the first delivery system and valve through the first sheath.

Manufacturer narrative:
Additional information: evaluation codes; narrative text. (B)(4). According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The initial esheath, sapien 3 valve and commander delivery system were returned to edwards lifesciences for evaluation. The esheath was received with the delivery system and valve partially inserted. Visual inspection of the devices revealed the distal 6 inches of the sheath were not expanded, while the remainder expanded as designed. Slight distal tip damage was present on the esheath. Upon separation of the devices, the previously unexpanded portion of the sheath expanded as design. No abnormalities were observed on the returned delivery system. Dimensional analysis of the sheath could not be performed due to the condition of the returned device. Dimensional analysis of the outer dimension (od) of the delivery system flex tip was performed. The measurement met specification. In order to separate the returned sheath and delivery system, the delivery system was pushed through the sheath. No difficulty was encountered, and the delivery system was successfully advanced. During the manufacturing process, the esheath undergoes multiple 100% manufacturing and quality inspections. Product verification (pv) testing was also performed for each lot. During pv, visual inspection for damage such as liner tears both before and after seam expansion testing is performed. The pv testing performed on this lot met specification. These inspections make it unlikely that a manufacturing non-conformance contributed to the reported event. The commander delivery system also undergoes 100% inspection to ensure that the flex tip is appropriately sized for the size of the delivery system. The inspections support that it is unlikely a manufacturing non-conformance related to the complaint was present on the delivery system. The minimum required vessel diameter for a 14fr esheath is 5.5mm. The patient access vessel mld measured 5.8mm with mild calcification and moderate tortuosity. In this case, the complaint for sheath resistance with the delivery system was confirmed based on the returned configuration of the devices (delivery system partially inserted into the sheath). The exact root cause for the sheath resistance with the delivery system was unable to be determined. However, no manufacturing non-conformances were identified; the delivery system was able to be pushed through the entire sheath during the evaluation. The exact cause of the iliac artery dissection cannot be confirmed. The sheath resistance with the delivery system due to procedural factors (angle of insertion, incomplete / misaligned valve crimping, incomplete advancement of the loader, residual fluid in the balloon during prep), in addition to patient factors (vessel mld, moderate tortuosity) may have contributed to the iliac artery dissection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.